Event description:
It was reported that this left ventricular (lv) lead was capped due to high pacing thresholds and failure to capture. A new left ventricular (lv) lead was successfully implanted. No additional adverse patient effects were reported.